Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the returned product noted that the reload was returned still attached to the returned instrument. The reload had been improperly loaded into the handle. The reload had a full staple complement. Functionally the reload was removed from the returned instrument and loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the first surgical intervention required was a gastro-digiunal anastomosis for a gastric bypass. The patient is home and is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap gastric bypass procedure, the staple line was incomplete centrally. This occurred during the anastomosis entero-entero step. The patient was not feeling well after so an x-ray was performed, the anastomosis gastrojejunal was incomplete, and decided to re-operate. A second surgical intervention was required two days after. The event led to an extension of patient hospitalization by more than one week. There was permanent injury as a result of the second surgical intervention being an open procedure. Nothing fell into the patient cavity. Surgical time extended by more than 30 minutes. Incision was not extended due to the product problem. The patient was a bariatric patient. Current patient status is alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap gastric bypass procedure, the staple line was incomplete centrally. This occurred during the anastomosis entero-entero step. The patient was not feeling well after so an x-ray was performed, the anastomosis gastrojejunal was incomplete, and decided to re-operate. The first surgical intervention required was a gastro-digiunal anastomosis for a gastric bypass. A second surgical intervention was required two days after where the anastomosis was closed by hand. The event led to an extension of patient hospitalization by more than one week. There was permanent injury as a result of the second surgical intervention being an open procedure. Nothing fell into the patient cavity. Surgical time extended by more than 30 minutes. Incision was not extended due to the product problem. The patient was a bariatric patient. Current patient status is alive with no injury. The patient is home and is fine.